Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the protection sleeve for 2.8mm va drill guide long was discovered bent while restocking. While trying to bend it back, the handle broke off. There was no patient involvement. This report is for one (1) protection sleeve for 2.8mm va drill guide - long. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.127.006-us, lot 8360618: manufacturing site: bettlach. Release to warehouse date: june 17, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: the instrument was received, and the device is not bent instead it¿s broken at the weld point between the handle and sleeve. No other issues were identified. Dimensional inspection showed the relevant dimensions were conforming. The relevant drawings were reviewed. Based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. The complaint is conformed for broken condition. While no definitive root cause could be determined, it is possible that the device encountered unintended forces or excessive bending/torsional forces at the weld leading to the breakage. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.